Event description:
It has been reported to co that the #3 & #4 poles would not sense. The dr attempted the procedure three times with three different catheters. The fourth attempt was successful. The product is being returned to co for it's eval. No pt injury was reported.